Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and pry marks was observed on reader casing. The pry marks was not affecting the functionality of the reader. Customer stated that reader was too hot to hold. No burn marks or components damage were observed. Reader powered on with button depression. Visual inspection was performed on the usb (universal serial bus) charger and charging cable and no issues were observed. No opens or shorts were observed. Usb charger and charging cable passed testing. Visual inspection was performed on the returned power adapter and no issues were observed. Load tester was used to test returned power adapter and voltage was observed to be within specification range. Power adapter passed testing. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); and no issues were observed. The returned battery voltage was measured to be within specification range. Nxp processor was present. Thermal camera was used to inspect the pcba and no hotspot were observed. Power consumption test were performed and off current was measured which is within the specification range. Therefore, this issue is not confirmed. This also serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. Reader(B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and pry marks was observed on reader casing. The pry marks was not affecting the functionality of the reader. Customer stated that their reader was too hot to hold. No burn marks or components damage were observed. Reader powered on with button depression. Visual inspection was performed on the usb (universal serial bus) charger and charging cable and no issues were observed. No opens or shorts were observed. Usb charger and charging cable passed testing. Visual inspection was performed on the returned power adapter and no issues were observed. Load tester was used to test returned power adapter and voltage was observed to be within specification range. Power adapter passed testing. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader's pcba (printed circuit board assembly) and no issues were observed. The returned battery voltage was measured to be within specification range. Nxp processor was present. Thermal camera was used to inspect the pcba and no hotspot were observed. Power consumption test were performed and off current was measured which is within the specification range. Therefore, this issue is not confirmed. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.